Manufacturer narrative:
Original submission narrative: the customer service engineer (cse) was on-site and checked the uilk screws to central column and found that they were all tight. The cse attempted to adjust the wire and mechanical locks but it was the same even when the mechlock were released. It was confirmed that the reported looseness have originated from pin and e-ring which holds the mechlock assembly. The uilk was replaced and the issue was resolved. Follow-up narrative: this supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the root cause for excessive uilk assembly movement was investigated. The issue was resolved through mechanical improvements in the latest version of the assembly, implemented through an eco (engineering change order). In addition, this issue was part of a CAPA and hre (health risk evaluation). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during equipment testing, the control panel was observed to move excessively from side to side. The unspecified procedure was performed and completed with a bit of discomfort as control panel seemed loose. The patient was not rescanned as there was no loss of data. There was no patient or user injury reported. No additional information was provided.